Event description:
Boston scientific received information that the clinician stated the left ventricular (lv) lead exhibited an out of range impedance measurement. The clinician also stated that they were unable to view the out of range impedance in the daily measurements within the arrhythmia logbook. Technical services explained that the episode was likely overwritten. An email was sent to the boston scientific sales representative in an attempt to obtain additional information. No adverse patient effects were reported.

Event description:
Additional information was received from the boston scientific sales representative (sr) that the patient has not been seeing in the office to date. The physician has opted to wait until the patient's regular scheduled follow-up visit. No additional information is available at this time.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The crt-d was returned seven years later for an anomaly reported on report 2124215-2018-12578. It was noted that this lv lead was left implanted in the patient after the device explant procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection confirmed the header was loose from the device case. An x-ray of the device found that both the left ventricular and right ventricular tip header wires were fractured at the header feed-through entry point. No electrical testing of the device was performed due to the fractured header wires. Loose/separated headers are due to an insufficient bond strength between the header and the device case. Loose/separated headers and/or header flexing that occurs while implanted may cause fractured header wires due to cyclic fatigue and result in out of range impedance measurements, as was noted in this case.